Event description:
The superior attachment system failed to deploy correctly as pull wire #2 broke. The delivery catheter was difficult to remove through the ipsilateral limb. Stents were implanted in both limbs.